Event description:
The user facility reported that water was leaking from their defendo disposable air/water valve. No report of injury or procedure delay.

Manufacturer narrative:
The defendo disposable air/water valve subject of the reported event was not returned for evaluation. Without the return of the device a root cause cannot be determined. The instructions for use states, "attach the single use air/water valve to the endoscope's air/water port. Push down, twisting slightly back and forth, until the valve engages. Prior to the procedure, depress single use air/water valve to prime air/water channel. Attach the single use suction valve to the endoscope's suction port. Push down, twisting slightly back and forth, until the valve engages. Prior to the procedure, turn on suction source and check suction by depressing the single use suction valve." Steris counseled user facility personnel on the proper use and operation of the defendo disposable air/water valve, specifically the importance of properly engaging the valve to the endoscope. No additional issues have been reported.

Manufacturer narrative:
UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.